Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant. During the procedure, there was friction between the electrode and catheter. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece. Lead was inserted through the inner catheter all the way through with no restrictions noted. Guidewire was inserted through the proximal end of the lead all the way through with no restrictions noted. Visual inspection of the lead did not find any anomalies.